Event description:
Screwdriver handle used to tighten glenosphere is defective. It has been altered in such a way that when used with the eccentric centering tool, the screwdriver becomes too short to engage threads. This caused a surgical delay of more than 30 minutes. Expresscare set (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.